Event description:
It was reported that during a laparoscopic appendectomy, there was an excessive amount of bleeding from the staple line. The staples appeared malformed. The bleeding was not the normal oozing that occurs during this procedure. The staple line was reinforced by suturing. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.